Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient was having it all taken care of in (B)(6) by their urologist and a technician. They were either going to revamp it or replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had to void more. Also, they hadn't felt stimulation in quite a while. They would only receive poor communication when they tried the patient programmer and inquired if their implantable neurostimulator (ins) could have been depleted. They were going to contact their healthcare professional (hcp). This was described as a sudden change. Over the last two weeks they had the change in therapy. It was also noted that they had knee surgery and had difficulty turning off then, however, the hcp said that it was determined that it didn't need to be turned off. They stated that the device had really helped them. On (B)(6) 2017, it was reported that the circumstances that led to the loss of stimulation, return of symptoms, and poor communication was that the device was over five years old. They noted that they were going to have an appointment to see whether to put a new one in or not. There were no further complications reported or anticipated.